Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was intended to be used to treat a malignant stricture in the bile duct. Reportedly, the patient anatomy was noted to be tortuous. During the procedure, the physician began to deploy the stent but stiffness was noted and the stent would not fully deploy. The stent was removed from the patient partially deployed and the physician noted that the delivery catheter was damaged. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The reported issues were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, based on the details of the complaint, the most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.